Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 80 cm. Powerflex pro 7 mm. X 4 cm. Balloon catheter (bc) ruptured. The procedure was completed successfully with another unknown balloon and there was no patient injury. A contralateral approach was made from the left femoral artery for the restenosis of the lesion. A non-cordis guidewire crossed the lesion, and the powerflex pro was delivered and inflated at the lesion. The balloon ruptured at around 6 atm (six atmospheres). The target lesion was the external iliac artery. The lesion was mildly calcified and mildly tortuous. The rate of stenosis was 90%. Additional information has been received. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. The following information was reported as unknown: if there was any other product issue noted either at the account, after the procedure, or prior to shipping for inspection; the patient¿s medical history; the contrast media used and the contrast to saline ratio; if the same indeflator was used successfully with other devices; if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve; if there was any resistance/friction while inserting the balloon through the guide catheter; if there was difficulty advancing the balloon catheter through the vessel; if there was difficulty crossing the lesion; if the catheter was ever in an acute bend; if the balloon inflated normally; if there was leakage noted from the balloon, shaft, hub, or unknown segment; if the maximum inflation pressure was reached; if the balloon seemed to ¿stick¿ to a stent (if being used for post-dilation); if the balloon re-wrapped properly; if the balloon catheter kinked while being used; if there was resistance/friction with other devices. The product was returned for analysis. One non-sterile unit of powerflex pro 7mm x 4cm 80cm bc was returned. Per visual analysis the balloon had been inflated and deflated. A burst was noted on the balloon. No other issues were noted. Per functional analysis a leak test was not performed as a balloon burst was noted during visual analysis. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the balloon burst. The internal surface and marker bands did not reveal any evidence of damage. No other anomalies were noted during the analysis. A device history record (DHR) review of lot 17085872 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (mild calcification and tortuosity and a rate of stenosis of 90%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Initial reporter telephone is (B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 80 cm. Powerflexpro 7 mm. X 4 cm. Balloon catheter (bc) ruptured. The procedure was completed successfully with another unknown balloon and there was no patient injury. A contralateral approach was made from the left femoral artery for the restenosis of the lesion. A non-cordis guidewire crossed the lesion, and the powerflex pro was delivered and inflated at the lesion. The balloon ruptured at around 6 atmospheres (atm). The target lesion was the external iliac artery. The lesion was mildly calcified and mildly tortuous. The rate of stenosis was 90%. The product was clinically used, and it will be returned for analysis. Additional information has been received. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The type and brand of inflation device used (indeflator/syringe) was an everest. The product was removed intact (in one piece) from the patient. The following information was reported as unknown: if there was any other product issue noted either at the account, after the procedure, or prior to shipping for inspection; the patient's medical history; the contrast media used and the contrast to saline ratio; if the same indeflator was used successfully with other devices; if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve; if there was any resistance/friction while inserting the balloon through the guide catheter; if there was difficulty advancing the balloon catheter through the vessel; if there was difficulty crossing the lesion; if the catheter was ever in an acute bend; if the balloon inflated normally; if there was leakage noted from the balloon, shaft, hub, or unknown segment; if the maximum inflation pressure was reached; if the balloon seemed to "stick" to a stent (if being used for post-dilation); if the balloon re-wrapped properly; if the balloon catheter kinked while being used; if there was resistance/friction with other devices.